Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a hemodialysis catheter. The customer reports there is a hole in the extension just above the barbed connector on the catheter extension. Catheter needed to be removed and replaced.